Event description:
It was reported that this right ventricular (rv) lead dislodged after the patient fell onto left arm shortly after implant. Low amplitudes were noted, and the dislodgement was confirmed by x-ray. Subsequently, this rv lead was replaced without incident. No additional adverse patient effects were reported.